Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek analysis noted contrast in the balloon, in the inflation lumen, and in the hub, which is consistent with preparation for use. The balloon was loosely folded, which is consistent with the reported inflations. There was blood in the balloon, in the inflation lumen, and in the hub, which is consistent with the reported leak. An in-deflator filled with water was used to pressurize the balloon, and fluid was observed leaking at a pinhole in the middle of the balloon. The scanning electron microscopy (sem) lab analysis results revealed that the balloon failure may be attributed to mechanical damage to the outer surface, and that mechanical damage was observed leading to the leak. In this case, there was no report of any leak noted during preparation prior to use, or during the first two inflations, which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported mildly calcified, mildly tortuous lesion, such that the balloon ruptured during the third inflation attempt. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. A review of the electronic lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was located in the proximal left anterior descending artery (lad) with mild tortuosity and mild calcification. After advancing a non-abbott guide wire, the 3.0 x 15 mm nc trek was used for pre-dilatation. However, after inflating the balloon catheter at 8 atmospheres (atm) twice, the balloon ruptured. There was no report of resistance during advancement or retraction in the lesion. No adverse patient effects were reported. No additional information was provided.